Event description:
In 2009, the pt called for assistance in programming his basal rates on his insulin infusion device. He stated, he had elevated blood glucose readings and, when he inspected his device, noticed the basal rate was set at 0.0 u/h. He stated that at 10pm last night, he "felt funny" and at 1:45am, his blood glucose readings was "hi", which he confirmed by testing with 2 other monitors. He injected 10 units of insulin and at 2:05am, his blood glucose was 559 mg/dl. He did not treat his reading further until 3:20am, when his reading was 447 mg/dl. He took 5 units of insulin and at 5:40am, his reading was 167 mg/dl. This morning, he said, he noticed his basal rate was at 0.0 u/h. He was assisted with correctly setting his basal rates. During troubleshooting, the pt stated, he re-uses his insulin cartridges. He was advised not to do so. He stated he does not allow his insulin to reach room temperature prior to use and was advised to do so. He stated, he has recently increased his exercise by 400% and was advised to discuss this with his physician. Troubleshooting did not find any product issues. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.